Manufacturer narrative:
Investigation is not complete. Medwatch 3500a has not been received from user facility. Event device code is addressed in package insert. This is the same event as 1043534-2007-00005 and 00007.

Event description:
Orig. Surg. 2006. Allegedly disassociated in-vivo and pt subsequently required reoperation.